Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display and replace battery now. The customer¿s blood glucose level was 8.2 mmol/l. Customer stated that the pumps were non responsive. The customer stated that the pump had no alarms other than replace battery now which had occurred more than once a day. The customer was advised to replace and return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display or power loss noted. The battery tube connector plugged in properly during visual inspection. All buttons functioning properly. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection.